Event description:
It was reported that there was high impedance and high thresholds noticed on the patients right ventricular (rv) lead. The rv lead and the implantable pulse generator (ipg) were both explanted. The rv lead was tested with fluoroscopy and it appeared that the helix was already retracted and/or there was a loose setscrew. When the ipg was disconnected, the lead was tested and was functioning normally. It was determined that the patient did not need pacing so the ipg and rv lead were not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed and no anomalies were found. (B)(4).